Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 270 mg/dl. Customer treated with manual injection. Troubleshooting occurred. The customer was advised that the device would be replaced.

Manufacturer narrative:
No button error alarm noted. Down arrow button did not respond due to corroded keypad trace. Insulin pump received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.